Event description:
Ous MDR - after an implantation time of about 49 months, it was reported that the physician suspected a lead fracture. No deterioration of the pt's state of health was reported. The device was explanted. The date of implant was provided.

Manufacturer narrative:
Ous MDR.